Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device for the endovascular treatment of a patient. An endurant iis stent graft system was implanted in the patient, along with two non-medtronic devices. It was reported that during inflation of the balloon, after the endurant iis main stent graft was implanted, when apposing to the junction site of main body and the contralateral limb, the reliant balloon made contact with the bare stent of the proximal edge of the contralateral limb. It was reported that a hole in the balloon was then created, and it was not possible to inflate the balloon. The balloon was removed from the patient and ballooning was successfully performed with a new balloon. After it was confirmed that there was no endoleak present, the procedure was completed. Per the physician the cause of the event was the interaction of the balloon with the stent graft, due to the slight dislodgement of the balloon position. No clinical sequelae were reported and the patient is fine.